Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one hemodialysis kit containing a spring wire guide (swg) within the advancer tubing, dilator, ars, 18 ga introducer needle, catheter/needle assembly, catheter, and scalpel for evaluation. Visual examination of the returned swg confirmed there was one bend in the j-bend portion of the swg body. The guide wire cap was not returned. During normal assembly, the bend in the guide would have been located inside the guide wire cap, protecting it from damage. No damage was noted on the tube assembly. Both welds appeared spherical and fully formed. The kink in the guide wire body was located at 595 mm from the proximal end. The total length of the guide wire measured to be 602 mm which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.859 mm which is within specifications of 0.838-0.877 mm per product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves." The returned swg was able to pass through the returned ars and 18 ga introducer with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed, and no relevant findings were identified. The instructions for use provided with this kit instruct the user, "do not use if package has been previously opened or damaged." The report that the spring wire guide was found to be bent prior to use was confirmed through visual examination of the returned sample. The returned guide wire had one bend in the j-bend portion of its body. The swg passed all relevant dimensional and functional inspection. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal packaging, the portion of the guide wire that bent would have been located inside the guide wire cap, protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was kinked prior to patient use. No patient involvement.